Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient noted that she does not have diabetes. She uses dexcom to alert to hypoglycemia caused by noninsulinoma pancreatogenous hypoglycemia syndrome. The patient reported that her parent received an alert for no readings on her follow app. When the patient checked her primary display device, she would get intermittent cgm readings, sporadically. The cgm readings that were low were not triggering an alarm. The patient noted that one cgm reading was 44 mg/dl but she received no alert from the app. The low cgm reading was confirmed with fingerstick. Upon review of her clarity report following the episodes, the patient noted that the low values were missing from the report as well. The patient noted 2 consecutive emergency department visits as a result of missed alerts caused by the app issue (cgm app partial outage). On (B)(6) 2024 at 10:30 pm, the parent called the ambulance for her due to severe hypoglycemia without notification from the app. The ambulance sent her to the hospital emeregncy room and her blood sugar was checked multiple times. She was given 2 doses of glucagon, dextrose IV, and carbohydrates before being discharged home. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue was reported. Data was provided for investigation, however no meter values to confirm the reported inaccuracy were present within the investigation window. The allegation was undetermined via data. The probable cause could not be determined. Additionally, data investigation shows cgm read 79 mg/dl at (B)(6) 2024 11:06 pm and fs read 61 mg/dl at (B)(6) 2024 11:08 pm. The meter value is less than 80 mg/dl and the absolute difference is 18. The complaint of inaccurate readings is undetermined. Additionally, data investigation shows cgm read 69 mg/dl at (B)(6) 2024 11:31 pm and fs read 53 mg/dl at (B)(6) 2024 11:33 pm. The meter value is less than 80 mg/dl and the absolute difference is 16. The complaint of inaccurate readings is undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).